Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that while preparing the system controller in the operating room (or) the left screw on the system controller was defective. It was completely stripped and actually looked as if the tip of the screw was missing or defective. The staff could not move forward with putting the backup battery into the system controller. It was noted to be an out of box failure and was defective upon opening. Another system controller was assigned to the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a stripped screw was confirmed via evaluation. The screw was likely provided to abbott in an unthreaded state and/or possible operator error occurred during the time of installation and inspection of the captive screw. An awareness training, to inspect the retention screw threads are present and installed properly, was provided to assembly operators. An external corrective action request (ecar) was initiated and the supplier was notified of this issue. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. C) section 2 ¿ "system operations", explains how to install the backup battery in the system controller, which includes removing the backup battery cover. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿, explain how to properly care for all equipment. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.